Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses and suffered several unexplained systemic symptoms, including fibromyalgia, sjogren's syndrome, celiac disease, raynaud¿s, dermatitis, vitiligo, headaches, migraines, vertigo, nystagmus, pain, gastroesophageal reflux disease, alopecia, anxiety, depression, panic attacks, memory issues, insomnia, blurry vision, low vitamin d, low zinc, body temperature changes, dizziness, multiple food intolerance, joint dislocation, nausea, yellow stool, high liver enzymes, tinnitus, cysts in liver, swollen white gums, elevated ige levels, hot flash, rashes, incontinence, angiomyolipoma in kidney, kidney stones, pressure on chest, nephrogenic diabetes insipidus, gastroparesis, reactive hypoglycemia, oxygen issues, dehydration issues, leukocytoclastic vasculitis, bleeding issues, gum bleeding, lupus-like symptoms, osteoporosis, chronic microscopic colitis collagen, muscle tremors, low sodium levels, weight loss, multiple arrhythmias, early menopause, blocked tear duct, dry eyes, dry skin, mouth ulcers, diarrhea, excessive urination, fatigue, stomach ulcers, bad quality of life, allergies, high cholesterol, high heart rate at rest, post-traumatic stress disorder, fear of death, and breast implant disease. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis.